Event description:
Hex of screw reported to have stripped during insertion. The surgeon felt the device provided a good level of fixation and left it implanted. This event contributed to a surgical delay. No pt injury was reported to have resulted.